Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 alarm (resume error, critical error found) occurred on the homechoice device during peritoneal dialysis therapy. The technical service representative assisted the patient to end therapy. The patient then started over therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.